Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion : failure observed during analysis. Final analysis found an internal insulation breaching the re cable lument at 71.2 cm to 72.0 cm from the distal tip.